Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #:(B)(4). Soundstar eco catheter, model #:m-5723-17, lot #: e8003736. Webster cs with auto ID catheter, model #: d-1353-03-s, lot #:17212035m. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis, thoracotomy and surgical repair of the heart. During the procedure, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by ultrasound catheter. A pericardiocentesis was performed and over two liters of fluid were removed. It was followed by a thoracotomy and surgical repair of the heart. The patient was reported to be transferred to the operating room. The patient did require extended hospitalization. A transseptal puncture was performed with a (B)(4) slo 8.5 fr.sheath and (B)(4) brk needle. No ablation was performed. The event occurred after the transseptal puncture and during mapping. The flow setting for mapping was 2ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The patient received heparin during the procedure. The act was maintained at >300.the event was not a product problem. The physician¿s opinion regarding the cause of this adverse event is that the transseptal puncture was too high on the septum and punctured the right atrium as well as the left atrium.since the event was found during mapping and the bwi product was present in this adverse event, bwi could not rule out that the bwi product was not the cause of this adverse event. Therefore, we are taking the conservative approach and are reporting this event under the bwi product.